Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), salpingitis ("chronic salpingitis"), hydrosalpinx ("tubular collection of fluid right adnexa probably due to hydrosalpinx"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("faintness from excessive bleeding."), large intestine polyp ("single diminutive polyp in sigmoid colon") and ovarian cyst ("cyst/tumor/teratoma/cancer: benign cyst in left ovary/complex right ovarian cyst/complex left ovarian cyst") in a 31-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sexually transmitted disease and change of bowel habit. Concomitant products included medroxyprogesterone acetate (provera), norethisterone (micronor), sertraline (zoloft) and venlafaxine (effexor). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced polymenorrhoea ("polymenorrhea"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), back pain ("back pain"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), the first episode of anaemia ("anemic"), vitamin b complex deficiency ("low vit.b"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), abdominal pain ("abdominal pain/pain"), anxiety ("anxiety"), ovarian cyst (seriousness criterion medically significant), vaginal discharge ("vaginal discharge,"), premenstrual syndrome ("pms"), breast tenderness ("breast tenderness"), menstruation irregular ("irregular menses;"), thyroid disorder ("thyroid issues"), the second episode of anaemia ("anemia;"), dizziness ("faintness from excessive bleeding.") And pelvic pain ("pain"). The patient was treated with progesterone (prometrium), surgery (underwent salpingectomy to remove essure device), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (underwent novasure ablation), surgery (removed with cold biopsy polyp ablation) and surgery (abaltiom). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, salpingitis, hydrosalpinx, menorrhagia, genital haemorrhage, vaginal haemorrhage, large intestine polyp, dysmenorrhoea, back pain, fatigue, female sexual dysfunction, vitamin b complex deficiency, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst, vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, thyroid disorder, the last episode of anaemia, dizziness, polymenorrhoea and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast tenderness, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, large intestine polyp, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, premenstrual syndrome, salpingitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency, the first episode of anaemia and the second episode of anaemia to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion on (B)(6) 2013 patient undergone abnormal CT scan and results are change in bowel habits and left lower quadrant abdominal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- complex right ovarian cyst, polymenorrhea, breast tenderness, pms most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr received, reporter added, demographic added, lot number added, events added are as follows- vaginal haemorrrhage, dysmenorrhea, back pain, fatigue, menorrhagia, female, sexual disfunction, anaemia, vitamin b12 decreased, cyst, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst,vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, salpingitis, large intestinal polypectomy, thyroid disorder, anaemia, syncope, polymenorrhoea, pelvic pain, genital bleeding. Concomitant condition added, concomitant and treatment drug added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), salpingitis ("chronic salpingitis"), hydrosalpinx ("tubular collection of fluid right adnexa probably due to hydrosalpinx"), genital haemorrhage ("faintness from excessive bleeding."), large intestine polyp ("single diminutive polyp in sigmoid colon") and ovarian cyst ("cyst/tumor/teratoma/cancer: benign cyst in left ovary/complex right ovarian cyst/complex left ovarian cyst") in a 31-year-old female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sexually transmitted disease, change of bowel habit and bronchitis. Concomitant products included histamic (decongestant), levothyroxine sodium (synthroid), medroxyprogesterone acetate (provera), norethisterone (micronor), sertraline (zoloft) and venlafaxine (effexor). In december 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge,") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). In september 2010, the patient experienced polymenorrhoea ("polymenorrhea"). In 2012, the patient experienced the first episode of anaemia ("anemic"), vitamin b complex deficiency ("low vit.b") and thyroid disorder ("thyroid issues"). In june 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced large intestine polyp (seriousness criterion medically significant). In september 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain/pain"), anxiety ("anxiety"), premenstrual syndrome ("pms"), breast tenderness ("breast tenderness"), menstruation irregular ("irregular menses;"), the second episode of anaemia ("anemia;") and dizziness ("faintness from excessive bleeding."). The patient was treated with progesterone (pyometrium), antibiotics, ibuprofen, iron, surgery (on (B)(6) 2013 she underwent left salpingectomy-oophorectomy,hysterectomy), surgery (underwent novasure ablation), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (removed with cold biopsy polyp ablation) and surgery (ablation). At the time of the report, the abdominal pain lower, menorrhagia, salpingitis, hydrosalpinx, genital haemorrhage, large intestine polyp, vaginal haemorrhage, dysmenorrhoea, back pain, fatigue, female sexual dysfunction, vitamin b complex deficiency, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst, vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, thyroid disorder, the last episode of anaemia, dizziness, polymenorrhoea and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast tenderness, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, large intestine polyp, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, premenstrual syndrome, salpingitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency, the first episode of anaemia and the second episode of anaemia to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. She advised of complications from your essure removal procedure as developed a large cyst causing the ovary and fallopian tube to be removed on left side (B)(6) 2013. She is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2013 patient undergone abnormal CT scan and results are change in bowel habits and left lower quadrant abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- complex right ovarian cyst, polymenorrhea, breast tenderness, pms quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc(product technical complaint) on (B)(6) 2018: pfs received- treatment and concomitant medication, concomitant condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), salpingitis ("chronic salpingitis"), hydrosalpinx ("tubular collection of fluid right adnexa probably due to hydrosalpinx"), genital haemorrhage ("faintness from excessive bleeding."), large intestine polyp ("single diminutive polyp in sigmoid colon") and ovarian cyst ("cyst/tumor/teratoma/cancer: benign cyst in left ovary/complex right ovarian cyst/complex left ovarian cyst") in a 24-year-old female patient who had essure (ess205) (batch no. 509816, 39-121 dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sexually transmitted disease, change of bowel habit and bronchitis. Concomitant products included levothyroxine sodium (synthroid), medroxyprogesterone acetate (provera), norethisterone (micronor), sertraline (zoloft) and venlafaxine (effexor). In (B)(6)2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge,") and pelvic pain ("pain"). On (B)(6)2008, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced polymenorrhoea ("polymenorrhea"). In 2012, the patient experienced the first episode of anaemia ("anemic"), vitamin b complex deficiency ("low vit.b") and thyroid disorder ("thyroid issues"). In (B)(6)2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6)2013, the patient experienced large intestine polyp (seriousness criterion medically significant). In (B)(6)2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain/pain"), anxiety ("anxiety"), premenstrual syndrome ("pms"), breast tenderness ("breast tenderness"), menstruation irregular ("irregular menses;"), the second episode of anaemia ("anemia;") and dizziness ("faintness from excessive bleeding."). The patient was treated with progesterone (prometrium), antibiotics, ibuprofen, iron, surgery (on (B)(6)2013 she underwent left salpingectomy-oophorectomy,hysterectomy), surgery (underwent novasure ablation), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (unilateral salpingo-oophorectomy-left and ablation), surgery (removed with cold biopsy polyp ablation) and surgery (abaltiom). At the time of the report, the abdominal pain lower, menorrhagia, salpingitis, hydrosalpinx, genital haemorrhage, large intestine polyp, vaginal haemorrhage, dysmenorrhoea, back pain, fatigue, female sexual dysfunction, vitamin b complex deficiency, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst, vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, thyroid disorder, the last episode of anaemia, dizziness, polymenorrhoea and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, breast tenderness, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, large intestine polyp, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, premenstrual syndrome, salpingitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency, the first episode of anaemia and the second episode of anaemia to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. She advised of complications from your essure removal procedure as developed a large cyst causing the ovary and fallopian tube to be removed on left side (B)(6)2013. She is not currently planning for essure removal. Concomitant drug includes decongestant. Right tube: 4 coils and left tube 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion on (B)(6)2013 patient undergone abnormal CT scan and results are change in bowel habits and left lower quadrant abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- complex right ovarian cyst, polymenorrhea, breast tenderness, pms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: mr received: added lot number, expiration date and date of birth was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping'), menorrhagia ('abnormal bleeding (menorrhagia)'), salpingitis ('chronic salpingitis'), hydrosalpinx ('tubular collection of fluid right adnexa probably due to hydrosalpinx'), large intestine polyp ('single diminutive polyp in sigmoid colon') and ovarian cyst ('cyst/tumor/teratoma/cancer: benign cyst in left ovary/complex right ovarian cyst/complex left ovarian cyst') in a 36-year-old female patient who had essure (ess205) (batch no. 39-121 dk-invalid, 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sexually transmitted disease, change of bowel habit and bronchitis. Concomitant products included levothyroxine sodium (synthroid), medroxyprogesterone acetate (provera), norethisterone (micronor), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea(cramping)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge,") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage ("faintness from excessive bleeding."), anemic ("anemic"), vitamin b complex deficiency ("low vit.b") and thyroid disorder ("thyroid issues"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced large intestine polyp (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain/pain"), premenstrual syndrome ("pms"), breast tenderness ("breast tenderness"), menstruation irregular ("irregular menses;"), anemia ("anemia;") and dizziness ("faintness from excessive bleeding."). The patient was treated with antibiotics, ibuprofen, iron, and surgery (on (B)(6) 2013 she underwentleft salpingectomy-oophoectomy,hysterectomy, unilateral salpingo-oophorectomy-left and ablation, abaltiom, removed with cold biopsy polyp ablation and underwent novasure ablation/ ablation(uterine)on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, salpingitis, hydrosalpinx, genital haemorrhage, large intestine polyp, vaginal haemorrhage, dysmenorrhoea, back pain, fatigue, female sexual dysfunction, anemic, vitamin b complex deficiency, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst, vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, thyroid disorder, anemia, dizziness, polymenorrhoea and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anemic, anxiety, back pain, breast tenderness, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, large intestine polyp, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, premenstrual syndrome, salpingitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency and anemia to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. She advised of complications from your essure removal procedure as developed a large cyst causing the ovary and fallopian tube to be removed on left side (B)(6) 2013.she is not currently planning for essure removal. Concomitant drug includes decongestant. Right tube: 4 coils and left tube 3 coils. Essure was removed on (B)(6) 2013 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013 patient undergone abnormal CT scan and results are change in bowel habits and left lower quadrant abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- complex right ovarian cyst, polymenorrhea, breast tenderness, pms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping'), menorrhagia ('abnormal bleeding (menorrhagia)'), salpingitis ('chronic salpingitis'), hydrosalpinx ('tubular collection of fluid right adnexa probably due to hydrosalpinx'), large intestine polyp ('single diminutive polyp in sigmoid colon') and ovarian cyst ('cyst/tumor/teratoma/cancer: benign cyst in left ovary/complex right ovarian cyst/complex left ovarian cyst') in a 36-year-old female patient who had essure (ess205) (batch no. 509816, 509816, 39-121 dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sexually transmitted disease, change of bowel habit and bronchitis. Concomitant products included levothyroxine sodium (synthroid), medroxyprogesterone acetate (provera), norethisterone (micronor), sertraline hydrochloride (zoloft) and venlafaxine hydrochloride (effexor). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea(cramping)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge,") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced polymenorrhoea ("polymenorrhea"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage ("faintness from excessive bleeding."), anemic ("anemic"), vitamin b complex deficiency ("low vit.b") and thyroid disorder ("thyroid issues"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2013, the patient experienced large intestine polyp (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain/pain"), premenstrual syndrome ("pms"), breast tenderness ("breast tenderness"), menstruation irregular ("irregular menses;"), anemia ("anemia;") and dizziness ("faintness from excessive bleeding."). The patient was treated with antibiotics, ibuprofen, iron, progesterone (prometrium) and surgery (on (B)(6) 2013 she underwentleft salpingectomy-oophoectomy,hysterectomy, unilateral salpingo-oophorectomy-left and ablation, abaltiom, removed with cold biopsy polyp ablation and underwent novasure ablation/ ablation(uterine)on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, salpingitis, hydrosalpinx, genital haemorrhage, large intestine polyp, vaginal haemorrhage, dysmenorrhoea, back pain, fatigue, female sexual dysfunction, anemic, vitamin b complex deficiency, migraine, headache, nausea, abdominal pain, anxiety, ovarian cyst, vaginal discharge, premenstrual syndrome, breast tenderness, menstruation irregular, thyroid disorder, anemia, dizziness, polymenorrhoea and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, anemic, anxiety, back pain, breast tenderness, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hydrosalpinx, large intestine polyp, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhoea, premenstrual syndrome, salpingitis, thyroid disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency and anemia to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. She advised of complications from your essure removal procedure as developed a large cyst causing the ovary and fallopian tube to be removed on left side (B)(6) 2013. She is not currently planning for essure removal. Concomitant drug includes decongestant. Right tube: 4 coils and left tube 3 coils. Essure was removed on (B)(6) 2013 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2013 patient undergone abnormal CT scan and results are change in bowel habits and left lower quadrant abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records- complex right ovarian cyst, polymenorrhea, breast tenderness, pms. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) is a retention case. Case (B)(4) found to be duplicate of this case. All information from case (B)(4) (MFR control no. 2951250-2020-12669) transferred to this case. Event of genital haemorrhage downgraded to non-serious. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with surgery (underwent salpingectomy to remove essure device). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, back pain and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue and vaginal haemorrhage to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.